Event description:
A loose screw in the cassette advancing mechanism of the sterrad system had caused cassettes to become jammed in the system. While attempting to insert a new cassette into the sterilizer, the healthcare worker experienced stinging sensation and bleaching of the skin on her hands. According to the reporter, the cassette had a small amount of hydrogen peroxide on it from the injector valve. The worker rinsed her hands under running water and did not seek any medical attention. The symptoms resolved within a half an hour.